Event description:
Full incident un-established, but left castor detached from wheelchair (only castors and not castor housing are available) castors on both sides repalced and bolt and spacers on left hand side on the (B)(6) 2014 by a field service engineer. Furthermore, the castor housing was repalced on the (B)(6) 2014

Manufacturer narrative:
The action 3 which is manufactured and sold by invcare (B)(4) is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s.